Event description:
The manufacturer received information alleging "she has noted that her pollen and ultra-fine filters become extremely dirty and turn black. States her recalled device filters never turned that dirty before. She changes her fine filters every 2 weeks and washes the pollen filter weekly". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received information alleging "she has noted that her pollen and ultra-fine filters become extremely dirty and turn black. States her recalled device filters never turned that dirty before. She changes her fine filters every 2 weeks and washes the pollen filter weekly. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected. During the evaluation, secondary findings was observed. There was no error code found. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code, evaluation result code, component code and conclusion code has been updated.